Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer software was updated and turned on but a cracking sound was heard and followed by a burning smell. This programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was thoroughly analyzed. The product analysis confirmed the allegation. The printed circuit board (pcb) was replaced due to electrical overstressed. The power supply was replaced. However, the battery anomaly was not confirmed. The touch screen was preventively replaced. Moreover, multiple parts of the outer housing had cracked. The programmer was repaired, cable assembly was removed and housing was installed.